Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to uterine prolapse, cystocele, stress urinary incontinence and hypermobile urethra. The patient underwent a mesh revision on (B)(6) 2007.

Manufacturer narrative:
(B)(4), conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a sling and perigree mesh were implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.